Event description:
After sternotomy, during dissection of scarred pericardium. Patient went into ventricular fibrillation. Physician called for ewxternal defibrillator paddles, which were on the field and connected to the defibrillator. When physician attempted to charge the paddles they would not chargedevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: electrical problem - open circuit, labeling - incomplete, other, defibrillator paddles. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.